Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor. System. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer said drive support was moving during rewind. Customer also had no delivery alarm issue but it was resolved by changing the infusion set. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Unit received motor error alarm during basic occlusion test due to loose /flush drive support disk. Unable to perform the unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.